Manufacturer narrative:
The investigation of vf/vt/af/at, positioning issues, and product damage (cannula kink) has been completed. Returned complaint device visually inspected. Cannula kink observed near outlet and inlet cages. No other issues observed. The root cause of the positioning issue was use related since the scrub tech went to dress and clean site, in doing so impella catheter was pulled back across the valve and the touhy had not been tightened all the way. The root cause of the product damage (cannula kink) was use related since the wireless re-access attempted, resulted in cannula kink. As the necessary information was not provided, the root cause of the vt/vf was not determined. G1 reporting contact fax number was inadvertently omitted from manufacturer device report 1220648-2025-25620.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump being placed for the support of a patient admitted in with acute myocardial infarction and cardiogenic shock. The pump's .018 wire/impella cp was placed within the left ventricle (lv) and the team had ventricular tachycardia (vt) that required shock. The shock caused the vt to resolve. The impella cp was placed and support was initiated but the team caused the pump to become malpositioned and pulled back across the valve. The medical doctor scrubbed back in to redeliver the pump to the lv but the pump kinked and this prompted the team to replace the pump. The procedural outcome was the patient survived the surgery.